Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) due to having high blood pressure. Upon further review, this device was found to be in safety mode. It was noted there was difficulties interrogating when the patient was in the hospital, so the patient was sent to the clinic for an interrogation, and it was successful. It was confirmed the device is in safety mode. Technical services recommended replacing the device. At this time, the device remains in service. No adverse patient effects were reported.